Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.

Event description:
Reporter stated that customer received the following results on the aviva combo system within 2 minutes and 10 minutes respectively: 1. Hi (result > 600 mg/dl) and 176 mg/dl 2. 172 mg/dl, 95 mg/dl and 63 mg/dl sets of comparisons were taken on different days. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips have been discarded and will not be returned.